Event description:
This two month-old female infant was on a ventilator supplied by a home health agency. The infant had just had her tracheotomy suctioned and was placed back on the ventilator when the ventilator began to smoke. The pt was manually ventilated while the ventilator was changed. The home health agency's ventilator was examined; the circuit wire was burned and the plastic covering had melted. During the investigation into this problem, it was learned that a similar incident had occurred a week prior with another ventilator that had the same lot number on the circuitry and was owned by the same home health agency. This hosp contacted the home health agency which in turn has contacted allegiance baxter and has pulled the lot.